Event description:
During a thoracoscopy, a piece of a white glove was removed from the patient's chest cavity. All gloves were intact on the sterile field during this procedure. Glove was sent to pathology as a foreign body for identification. On (B)(6) 2024 the patient arrived in the operating room for a thoracoscopy with a chest tube in place. This was the patient's first time in the operating room during this stay. The chest tube was removed (unsterile) before starting the procedure. During the thoracoscopy, a piece of a white sterile glove was removed from the chest cavity. The operating room staff confirmed that all gloves were intact on the sterile field. The patient had at least two other chest tubes placed before this incident. The operating room staff's understanding is the glove tore during the insertion of one of the chest tubes. No photos available and all product details are unknown. The date of the chest tube insertion is unknown as there were multiple insertions. It is also unknown if any surgical instrumentation was involved since it didn't happen in this operating room. Samples are not available and no further information is available. Due to a lack of information and prior reports from this facility, regarding biogel gloves tearing during chest tube insertion, we have chosen to report this occurrence. We have three (3) similar reports from this facility regarding gloves tearing during chest tube insertions, requiring intervention; however, we are unable to confirm if this patient is one of those patients. 3004763499-2024-00005, 3004763499-2024-00006, 3004763499-2024-00007.